Manufacturer narrative:
Correction to g3: date received by MFR: the correct aware date is 09/08/2023 (initially reported as 09/07/2023). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the patient connector of a minicap transfer set and the titanium adapter. The event was further described as "the connection was loose". This occurred before use of the devices for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation with a cap attached to the female connector. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. Integrity testing was performed between patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.